Event description:
It was reported that during a lap right hemicolectomy, the trigger became hard to be grasped and could not be fully grasped with a groan noise at the 5th firing. When the device was fired out of the patient after this event, the clip fell out and the next clip came out at the same time. The clip did not fall into the patient. There was a possibility that there was torquing or twisting of the device present at the firing on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: which firing of the device did this event occur on? 5th. What vessel or structure was the device fired on at the time of the event? Blood vessel. Was the clip fully advanced into the jaws prior to firing? No. Was there any torquing or twisting of the device present at the time of firing? Yes, possibility. Was any unexpected resistance felt while firing the trigger? Yes. Were any unexpected noises heard? Yes. If so, when? When fired. Did anything unexpected happen prior to this incident? Hard to grasp, unformed clip dropped out and next clip came out too. Was the device fired after this incident in or out of the patient? No. What were the indications for surgery? No information. Does the patient have any relevant history of surgical treatments? No information. Did somebody other than the primary surgeon fire the instrument? No information. Was there a recent conversion to ees devices in this account or with this surgeon? No. Information the analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. It could not be determined what may have caused the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.